Manufacturer narrative:
On july 26, 2021, mentor became aware that the patient's left breast capsular contracture was a baker grade IV. In addition, the patient was also diagnosed with a right breast that has a double bubble effect and pseudoptotic. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Complication on the right breast will be reported under mrn: 1645337-2021-09203. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone breast augmentation revision with a 400cc mentor memorygel breast implant on the left breast, suffered left breast encapsulation, post-procedure. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021.